Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and displayed a "pneumatic drive failure" message. The pt was switched to another unit and therapy was continued.